Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death and whether or not it was device or therapy related was not provided. An autopsy was not performed and therefore the device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021, and the cause of death was not provided. It was noted that the patient outcome was not considered to be device-related, and that the device had operated as expected. It was reported that hmii lvas, serial number: (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.